Event description:
A female consumer, received injections of hylaform in 2005 to an unknown location. The following day the patient experienced swelling at the injection site. The physician prescribed treatment with oral prednisone and ice packs. At the time of the report, the patient had not yet recovered. Additional information received in sep-2005 from the nurse injector, who stated the swelling was a post-treatment response, and the patient had recovered without sequelae. Qa investigation results: production control documentation for lot # u04013 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.